Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported from the merlin transmission that an asymptomatic patient received a patient notifier alert due to non-sustained lead noise. Reprogramming was successful. The patient will be monitored.